Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a ventricular assist device. A pump exchanged reported via device tracking form. The reason for exchange was noted as "clot".